Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found the cable assembly to have a damaged tip.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 3389s-40, lot# va0ab21, implanted: (B)(6) 2013, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3387-40, lot# v000525, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Information was received from the consumer that reported there was a broken connector pin. The patient had shaking, issues walking, and they could not feed themselves. The change in therapy/symptoms was sudden. The symptoms were because the patient's implantable neurostimulator (ins) was depleted and he needed to recharge. The last successful recharge was sometime a week prior to report. Additional information received from the manufacturer representative reported the batteries in the deep brain stimulator (dbs) were not charging correctly. The patient was implanted for essential tremor and movement disorders. Further follow-up is being conducted to determine what troubleshooting occurred and what actions/interventions were taken to resolve the issue of the dbs batteries not charging correctly and if it was only due to the broken connector pin in the desktop charger. If additional information is received, a follow-up report will be submitted.